Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced, resolving the issue.